Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on (B)(6) 2020. The patient's weight was provided.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-feb-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid, clonidine, and morphine via an implantable infusion pump for spinal pain. It was reported that the patient had to have their catheter replaced because it was occluded. The healthcare professional (hcp) was unable to aspirate from the catheter access port. No further complications were reported.